Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Our product evaluation laboratory received one fogarty catheter with a spring that was stretched and was broken off from the catheter. The proximal windings were damaged. The remaining balloon latex were visible at the proximal and distal end of the broken-off spring. The latex edges of the distal rupture did not appear to match at the ruptured region. The latex edges of the proximal rupture did appear to match. Blood was visible at the balloon latex. The distal windings appeared to be in good condition. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of ¿the balloon separated¿ was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The fogarty arterial embolectomy catheter is indicated for the removal of fresh, soft emboli and thrombi from vessels in the arterial system. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent or calcified material such as chronic clot or atherosclerotic plaque. The catheter is not designed to withstand the additional pull force needed to remove these materials. The IFU for the product contains the following warning: balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. The possibility of balloon rupture must be taken into account when considering the risks involved in any embolectomy procedure. In this complaint there was missing latex from the balloon, there is a low likelihood of balloon embolization because these devices are primarily used in occluded vessels. Complications such as infection. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter. It is unknown if user or procedural factors contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the balloon on a fogarty catheter separated during a procedure on an (B)(6) male. The balloon was retrieved using a mosquito forceps, as it was close to the arteriotomy. There were no adverse patient consequences.